Event description:
It was reported that a spectrum pump was alarming for system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. A system error 322 was confirmed through review of the device's history log; however it could not be reproduced during the eval. The device was run for (B)(4) hrs with no occurrence of system error 322. The customer was issued a replacement device. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.